Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a vessel occlusion occurred within a patient with the involved angio-seal device used a woven endobridge (w-eb) device placement procedure for a middle cerebral artery (mca) aneurysm. Hemostasis was successfully achieved using the angio-seal device. A few days later, the patient returned to the hospital complaining of feeling unwell. A vascular occlusion was found and treated surgically. There was no blood loss. There was no health damage to the patient. The procedure before deploying the device was a w-eb placement. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site and the vessel diameter were unknown. Yes, there was patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for a vessel occlusion post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).